Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that the device showed error message 'no advanced tissue technology available'. Device moved to active mode by itself. Surgery successfully completed with new device. No harm to patient.

Manufacturer narrative:
(B)(4). Batch # t93f78. Investigation summary: the device was returned with no apparent damage. The device was connected to a test handpiece and a gen11. During functional testing, it was noted that the max hand activation button was nonfunctional. However, the device did activate when tested with the foot switch. The device was analyzed, and it was determined that it was connected in more than one generator. The device is intended and labeled for single patient use. If the device is connected to multiple generators, an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device.¿ then the device was disassembled to inspect the internal components and corrosion was found at the max hand activation dome. It is possible that moisture in the dome could have resulted in the reported event of continuous activation, however, this was not seen during analysis this device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. Due to the moisture discovered on the instrument,t which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude a root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.